Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level due to the occlusions. Reportedly, a supply change was performed to address the bg level. Troubleshooting was performed and the occlusion alarms were verified; additional troubleshooting was declined by the customer. Reportedly, the customer used apidra insulin within the cartridge. Tandem technical support informed the customer that apidra was contraindicated for use with the pump.